Event description:
A review of service data detected a reportable event. During servicing of electrode belt sn (B)(4), the locking nut on the trunk cable connector was damaged. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) was completed. Upon investigation the locking nut on the trunk cable connector was cracked. As a result, the electrode belt would not stay connected to a test monitor. The root cause for the cracked locking nut could not be positively identified but was likely excessive force. No adverse event resulted from the defective electrode belt. The last pt to use this electrode belt did not report any deficiencies.